Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head would not interrogate implanted devices when used with the programmer. The status of the rf head is unknown. No patient complications have been reported as a result of this event.